Manufacturer narrative:
The bench service engineer (bse) could not replicate the alleged backup alar failed alarm at the bench repair center but was able to confirm that a backup alarm failed alarm was logged in the device diagnostic report (drpt). The bse determined that the motor controller (mc) printed circuit board assembly (pcba) may require replacement. The bse completed the mc pcba replacement at the bench repair facility as a preventative measure to ensure the resolution of the backup alarm failure issue. Following the mc pcba replacement, the bse completed a performance verification test (pvt) which the device passed. The bse restored the device to factory settings and confirmed that the device was fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating a backup alarm failed alarm occurred. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) could not replicate the alleged backup alar failed alarm at the bench repair center but was able to confirm that a backup alarm failed alarm was logged in the device diagnostic report (drpt). The bse determined that the motor controller (mc) printed circuit board assembly (pcba) may require replacement. This investigation is ongoing.